Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) 'symptom' button was off when atrial fibrillation (af) was the reason for monitoring. The icm remains in use. No patient complications have been reported as a result of this event.